Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) germany alleging that his onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. It is not known when the alleged meter inaccuracy began. The patient reported that on an unspecified date/time he obtained a result with the subject meter that was higher than a reading obtained on another device (contour brand meter). The patient stated tests were taken at the same time; however, the patient did not recall readings obtained with either the subject meter or other device. The patient manages his diabetes with insulin (self adjuster). It is not known if the patient made any changes to his usual diabetes management in response to an inaccurate high reading obtained with the subject meter. At the time of the call, the patient informed the csr that he had four ¿hypoglycemic¿ episodes in the last 2 weeks. The patient reported developing symptoms of ¿sweating, trembling and blurred vision¿ and treating self with juice in response to the symptoms. The patient did not recall the dates of the low blood glucose excursion, but mentioned they all occurred at night. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury and the alleged meter issue could not be ruled out as a cause or contributor to the hypoglycemic events.